Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported material separation is likely due to the circumstances of the procedure. It is likely, an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted with a prostyle device after an interventional electrophysiology procedure using an 8f sheath. Reportedly, the suture broke in step 2. Upon device removal, the knot was noted to be untied. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided